Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The longevity calculations noted lifetime longevity of 61.7%, the minimum allowed is 75%. Furthermore, review of memory noted no suspicious fault codes or resets. The device declared elective replacement time (ert) in ddd mode (dual-chamber antibradycardia pacing). Review of the sensed rates noted high prolonged atrial rates. Moreover, chronic high atrial rates reduce longevity in devices that are programmed ddd(r) and atrial sensing on. The device power consumption increased, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects.